Manufacturer narrative:
Evaluated five opened/used reservoirs, we inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed low reservoir alarm. Customer's blood glucose was 535 mg/dl. No troubleshooting was done. Customer will not be returning the reservoir for analysis.